Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there was overfill. This event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated: "there was overfill of the tubes." According to the customer's report, tubes drew excess volume of blood (beyond the fill line).

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there was overfill. This event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated: "there was overfill of the tubes." According to the customer's report, tubes drew excess volume of blood (beyond the fill line).